Event description:
A customer stated a needle broke off in a patient while drawing blood. They had to sedate the pet, do radiographs to find the needle, and surgically remove it.

Manufacturer narrative:
Customer response on 15-mar-2024: is the syringe with the broken hub able to be returned for evaluation? I am able to return the syringe just not the needle, when I went back after the extraction/exploratory surgery to find the needle, it had been put in the sharps container already. Did the patient experience any adverse events from this incident? Once we took an xray and saw the needle was indeed inside the patient we didn't let her leave, we sedated her and did an exploratory procedure with additional xrays on her neck to find the needle. I checked in with owner today and she has been doing well at home since extraction. Did movement from the patient cause the needle to bend and breakage? The patient did have some mild movement but nothing outside normal limits for an awake patient jugular blooddraw. Is the integrity of the syringe checked before use? I checked to make sure the needle was seated correctly on syringe before blooddraw what type of pet was this patient? Dog. Customer response on 15-mar-2024: was the syringe used before the needle broke and would be considered a biohazard? I used it for the one draw but didn't get any blood in that stick before the needle broke off. So no blood was ever in the syringe. Investigation: 100 retained samples were visually inspected for packaging or product damage. Samples were also tested per a rigidity and toughness test. Tested samples passed all testing. Additionally, the manufacturing records indicated no issues with in-process rigidity and toughness testing. Returned device was received at exel on 22-mar-2024 and evaluated by exel qa on 26-mar-2024. The device was confirmed as stated in initial email and initial photos. The needle was broken at the needle hub. The root cause could not be confirmed. The needle may have broken due to excessive bending. All in-process testing and retained sample testing passed indicated the product was manufactured per the applicable standards and requirements.